Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch test strips were not drawing in the sample. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2013 in the morning, the alleged issue first occurred. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diet, activity level or medications including 5 mg of glipizide. The patient reported on an unknown date and time she developed symptoms "blurry vision." The patient reported on (B)(6) 2013 in the morning she had something to eat or drink as treatment. The patient denied reporting her blood glucose on another device. At the time of troubleshooting, the cca discovered the patient was putting blood on the test strip prior to insertion into the meter. When the patient was walked through a retest, the alleged issue was resolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event since the patient claims due to the alleged issue, she developed symptoms suggestive of an acute complication of diabetes and required self treatment.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013) - device evaluation: the test strips involved with this complaint have been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following finding: the test strip passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.